Event description:
It was reported that while using the bd facs lyse wash assistant is leaking from inside the instrument. The following information was provided by the initial reporter: bloody fluid leaking inside of the instrument. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No spray of liquid. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Unknown. Was the waste mixed with decontamination/bleach? Was the customer/bd personnel physically in contact with the no.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Manufacturer narrative:
Scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146 and serial # (B)(6) . Problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 25apr2021 to 25apr2022. Complaint trend: there are 10 complaints related to the issue of a waste leakage not contained within the instrument. These complaints can be found in the attached complaint trend file. Date range from 25apr2021 to 25apr2022. Manufacturing device history record (DHR) review: DHR part # 337146 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn waste tank. The customer had initially reported that there was a fluidic leakage with what looked like biohazardous material not contained within the instrument. An fse (field service engineer) was dispatched to observe the issue and they were able to confirm the waste leakage from the waste tank. The fse ordered a new waste tank (pn 33634907) and spindle cleanse tank (pn 33635007) to be delivered. Once these parts arrived, the customer was able to install them with no issue, and confirmed that the instrument was now functioning as expected with no further leakages. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. Although the leakage of biohazard has the potential for injury and contamination, no customer or bd personnel came in direct contact and was thus not harmed due to the issue. The leakage was not under pressure and did not significantly increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help maintain an optimal system, and instructions on how to perform these can be found in the bd facslyse wash assistant user¿s guide, #23-11113 rev. 02/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2011. Defective part number: 33634907 - assembly waste bottle services. 33635007 - assembly spindle cleanse bottle services. Work order notes: subject / reported: email: lwa is leaking from inside the instrument and not washing properly. Problem description: email: lwa is leaking from inside the instrument and not washing properly. Work performed: waste tank is leaking. Ordered new waste tank part # 33634907. Spindle cleanse tank has broken sensor. Ordered new spindle cleanse tank part # 33635007. New waste tank and new spindle cleanse tank have been installed by customer. Lwa is performing properly without any leaks. Cause: waste tank and spindle cleanse tank. Solution: replacement of new waste tank and new spindle cleanse tank has resolved the problem of: "lwa is leaking from inside the instrument and not washing properly." Instrument has been returned to operational status to the lab. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part # 337146fmea, rev. 04/vers. D, lyse wash assistant fmea disinfectant project was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. ID: 20.1 item: bd disinfectant function: contain the waste potential failure mode: integrity of waste tank compromised potential causes: incompatibility of antifoam with pp waste tank material local and next-level effects: waste leaks out of the tank. Hazards: chemical/biohazard due to incompatible material/chemical reaction risk controls: disinfectant added to waste tank; samples lysed and/or fixed; anti-foam msds effectiveness verification: refer to memo: steris vesta syde sq product chemical compatibility with anti-foam and waste tank. Probability: 1 severity: 4 risk index: 4 output: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn waste tank. Conclusion: based on the investigation results, the root cause of the leakage of waste not contained within the instrument was due to a worn waste tank. The fse confirmed the issue and ordered a new waste tank (pn 33634907) and spindle cleanse tank (pn 33635007). The customer was able to install both of these parts with no issue and they reported that afterwards the instrument was performing as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.

Event description:
It was reported that while using the bd facs lyse wash assistant is leaking from inside the instrument. The following information was provided by the initial reporter: bloody fluid leaking inside of the instrument. 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? Not contained. 3) was there spray of liquid under pressure? No spray of liquid. 4) what was the fluid that leaked? Biohazard. 5) did biohazard leak before or after waste line? Unknown. 6) was the waste mixed with decontamination/bleach? 7) was the customer/bd personnel physically in contact with the no.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Investigation revealed that the waste leakage was mixed with bleach, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd facs lyse wash assistant is leaking from inside the instrument. The following information was provided by the initial reporter: bloody fluid leaking inside of the instrument. 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? Not contained. 3) was there spray of liquid under pressure? No spray of liquid. 4) what was the fluid that leaked? Biohazard. 5) did biohazard leak before or after waste line? Unknown. 6) was the waste mixed with decontamination/bleach? 7) was the customer/bd personnel physically in contact with the no.